Event description:
Patient was revised to address osteolysis, poly wear of the insert, and fracture of the tibial tray on the medial side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Examination of supplied photographs confirmed the fractured tibial tray and polyethylene wear secondary to the tibial tray fracture. Review of the device history records and/or a complaint database search was not possible as the product code and lot code required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.